Manufacturer narrative:
Technical support instructed the accounts maintenance to isolate the siderails. The account has not completed repairs.

Event description:
The accounts maintenance stated when he pressed bed down and released the switch, the bed will continue to run down unless he presses and releases the bed up switch.